Event description:
Notifed by representative (B)(6) that a surgery was performed on (B)(6) 2025 using an endo evo w with an optistem adaptor, and it became disassociated a few weeks later and had to be revised. The representative stated that when the revision of the components took place, they noticed that the set screw was not used in the femoral component and optistem adaptor junction. A revision occurred on (B)(6) 2025 without any issues when the set screw was used.